Manufacturer narrative:
The device was sent to philips authorized repair facility (rft) for bench for evaluation. Results of functional testing indicate that the device speaker was defective. The speaker was replaced, and the device was returned to the customer. The device was repaired and returned to the customer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
During evaluation at bench repair, it was identified during bench testing that the mx40 1.4 ghz smart hopping device had no audio sound. The device was not in use on patient at time of event, there was no adverse event reported.